Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. Section d4: device serial number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the pedimag patient's ventricular assist device (vad) revolutions per minute (rpms) went to 0 spontaneously on (b2025. The event occurred at 11:01 on (B)(6) 2025, however the timing was off in the clock. When the log files were pulled, the actual time was (B)(6) 2025 at 12:44, but the monitor read 14feb2025 at 07:48. Per the bedside nurse, the vad was alarming no flow. The vad team was not present at time of event. The patient was switched to backup equipment. The patient had new clots in circuit but no clinical changes at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file from the console confirmed the reported system stop. A specific cause for the reported event could not be conclusively determined and a direct correlation with the pedimag blood pump could not be conclusively established through this evaluation. The reported clot was unable to be confirmed as the device was not returned for evaluation, and no photos were submitted. Review of log file data from the reported event date of 18feb2025 was reviewed. The log file then captured a f3: flow below minimum alarm and a m5: set pump speed not reached alarm on 18feb2025. The motor speed was then observed to have ramped back up to the set speed without any issues. The alarms were muted and cleared within a minute of activating. The system was then observed to have been manually shutdown at 21:38:55 and removed from patient use. No other notable alarms were observed during this time span. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The centrimag pump was not returned for evaluation. The pedimag blood pump instructions for use (IFU) is currently available. This IFU also provides the following warnings and cautions: IFU warning #9: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #11: potential risk to the patient should be evaluated prior to changing a pedivas blood pump. IFU warning #12: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a spare blood pump, back-up console, motor, and accessories available for change out. The section titled ¿emergency back-up equipment¿ states that a sterile back-up blood pump circuit and priming accessories must be available. The 2nd generation centrimag system operating manual section 3 entitled " about the 2nd generation centrimag primary console" warns "one additional centrimag console, motor, and flow probe are required as backup components in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Sections ¿6.3.3 response to system alarms or alerts¿ and ¿10.1 appendix I ¿console alarms and alerts¿ contain lists of all console alarms and alerts, as well as appropriate operator response to these events. Section 8 ¿emergency/troubleshooting¿ provides instructions on replacing components during certain circumstances. The current revisions of the instructions for use (IFU) and operational manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.